Event description:
Subject devices were implanted in 1999 for an unstable comminuted metaphyseal complex distal femoral fracture. At an unknown date post-operative the bolts were noted as broken. Pt was revised to a knee fusion, also on an unknown date.